Event description:
A physician reported that the probe actuation failure occurred and the condition of aspiration was unknown during test. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and was found to be non-conforming. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at multiple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe sample had an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. The exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., h.3., and h.10. Based on information received following submission of the initial report, the lot number was changed to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe actuation failure occurred and the condition of aspiration was unknown during test. The surgery was completed after replacing the product with another one. There was no patient harm reported. Based on information received following submission of the initial report, the lot number was changed to unknown.